Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were returned for evaluation. Reported defect not reproduced on returned meter and strips. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 94, 82, 114, 102 and 91 mg/dl. The customer¿s expected blood glucose test result ranges are before breakfast under 95 mg/dl fasting am and 2 hours after a meal under 120 mg/dl fasting pm. The customer feels well and did not report any symptoms. Customer stated she addressed her concerns with the variance with her doctor back in (B)(6) 2025 (doesn't remember the date); they performed a blood test (lab) and they advised meter was within the variance. Customer stated she had expressed her concerns again on (B)(6) 2025 and they had performed a blood test which was higher than her expected glucose. They wanted to place the customer on insulin, but with variance of the meter being higher, they didn't want to try that until she spoke to insurance for a replacement. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 10/31/2026 and open vial date was not provided. The customer did have another vial of test strips, same lot number, that had been stored and handled correctly. She also used the same lot number in june 2025. During the call, a back to back blood test was not performed by the customer. The meter memory was reviewed for previous test result history (time not set): result 1: 94mg/dl, date: (B)(6) time: 1:57p non-fasting , result 2: 82mg/dl, date: (B)(6) time: 1:55p non-fasting , result 3: 114mg/dl , date: (B)(6) time: 10:26a non-fasting , result 4: 102mg/dl , date: (B)(6) time: 7:39a fasting am , result 5: 91mg/dl, date: (B)(6) time: 9:12p fasting pm.